Manufacturer narrative:
Based on the initial escalation analysis, the sensor took longer than usual to stabilize after insertion and caused temporary noise in the sensor readings. The RMA was authorized for the return of sensor for further investigation. The sensor was tested in-house, but the failure mode could not be reproduced during the return product analysis testing. Hence, the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself is in the body is not reproduced in the lab. The potential root cause may be due to lack of hydration of the hydrogel. As part of resolution, an RMA was issued for sensor replacement. B4. Date of this report updated to 25 march 2024. D9. Is this device available for evaluation? Yes, 29 january 2024. G3. Date received by manufacturer updated to 25 march 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the patient complained of discrepancy between eversense values and blood glucose (bg) meter values. The patient provided the below examples. A. (B)(6) 2023 december, (B)(6) 23 december, 11pm 157 mg/dl 202 mg/dl c. 23 december, 0pm 136 mg/dl 236 mg/dl d. 24 december, 4 pm 76 mg/dl 154 mg/dl a review of the glucose data on the data management system (dms) suggested a deviation in the system performance and hence a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.